Manufacturer narrative:
It can be confirmed that the connecting mechanism for the jaws is broken. Upon exam it could be determined that the interior of the jaws appear free of rust or corrosion which would be a factor in many breakages. The metal in that area does show evidence of hard use. Some edges are rolled which happens when the instrument is turned from side to side. There are many deep scratches and areas of abrasion along the metal and black plastic. There is a 12mm place of damage that looks like the insulation was melted. There are other areas of damage as well. Another area of concern is the neck of the ball joint that joins the jaws to the handle. There is an accumulation of a black substance. It was easily scratched off with a hand pick. It cannot be determined with certainty exactly what it is, but its presence may mean that sterility couldn't be assured for the next procedure. The black plastic on the handles of this instrument are so worn that they almost appear to have been etched with acid. This instrument has not been well cared for and used hard. Based on the reported information and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes. Pursuant to 21 cfr 803 24 neither the filing of this medical device report nor the information contained herein shall be construed as an admission or acknowledgement that the information submitted to integra lifesciences holding corporation or any of its subsidiaries is valid or that the device caused or contributed in any way to a death or serious injury.